Event description:
It was reported by the customer that when using the bd pyxis¿ es server, delayed etl process and report data is not current. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the etl (extract, transform, load) process was delayed and caused outdated report data. A technical support specialist (tss) followed the knowledge article medstation es etl failure after performing mau migration or legacy to es migration using migration tool" to resolve the issue. The etl process resumed without issues and no further occurrences had been reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, delayed etl process and report data is not current. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.